Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose under 40 mg/dl at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer used candy, food and was given juice and sweet stuff to treat. The customer experienced symptoms such as feeling strange and stomach cramps and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer states the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.